Event description:
The patient experienced intermittent electrical sensations in the right upper abdomen following device implantation. It was noted that during the procedure, the generator was mobile in the pocket and was re-secured to the fascia. The sensations seemed to be related to the level of stimulation. The patient had a revision. Further information was requested from her healthcare professional.

Manufacturer narrative:
(B) (4).